Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on without display and displayed an unknown "system error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference. Evaluation: the device was returned to zoll medical corporation. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Reports of this nature (system fault 210) are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display and displayed a "system fault 210" message. Complainant indicated that there was no patient involvement in the reported malfunction.